Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of superficial jacket damage of the modular cable, lot number 8870671, was unable to be confirmed; however, the reported event of the connector pin being bent was confirmed through submitted photos. The heartmate 3 vad modular cable (lot number: 8870671) was not returned for analysis. No photos of the jacket damage were submitted, but submitted images of the pin being bent were reviewed confirming damage to the cable. The submitted log files were reviewed from (B)(6) 2025. On (B)(6) 2025 at 10:01:16 the driveline was disconnected this was consistent with the initial modular cable exchange. After the initial exchange, driveline disconnect and lvad off alarms occur intermittently until 10:29:20. This is consistent with the multiple modular cable exchanges performed on the event date (B)(6) 2025. No further alarms are observed when the modular cable is reconnected at 10:29:21. No additional alarms were observed in the log files prior to the event date. Additional information stated that the modular cable was originally exchanged for superficial jacket damage, the modular cable was exchanged but the system controller alarmed after the exchange. Two additional (three total) new modular cables were inserted into the perc lead and triggered alarms. During troubleshooting a bend was observed on the original in use modular cable (lot number 8870671) pin 2, similar to the bend observed on the new modular cables. The original modular cable was reinstalled to the system with the bent pin and no alarms were triggered. Rescue tape was applied to the modular cable jacket and it was advised that a connector replacement may be an option to resolve the connector damage. The patient remains on their original equipment prior to the attempted exchange. A root cause for the reported jacket damage was unable to be conclusively determined through analysis; however, the root cause of the reported bent pin was due to mechanical damage to the female connectors of the perc lead. The heartmate 3 instructions for use (IFU) (rev. D) section 5 ¿surgical procedures¿ outlines how to connect the modular cable to the pump cable, and how to unbox and prepare the modular cable for use. Additionally, the IFU warns that during the implant process, a complete backup system must be available on-site and in close proximity for use in an emergency. The heartmate 3 instructions for use (IFU) (rev. D) section 6 ¿patient care and management¿ and heartmate 3 patient handbook (rev. A) section 4 ¿living with the heartmate 3¿ instructs the user to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). The IFU section 6 also informs the user ¿if the driveline or modular inline connector appears damaged, please contact abbott medical for assistance.¿ the patient handbook (rev. A) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device history records were reviewed and the records revealed the heartmate 3 vad modular cable (lot number: 8870671) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was having their modular cable replaced due to wear and tear of the cable jacket, but the first and second modular cables both had bent pins. Log files contained various alarms associated with modular cable replacement attempts. No other faults prior to data events were recorded. The pump itself appeared to be operating as intended. The device repair procedure was performed due to device evaluation with intentional pump stops to evaluate the inside of the connections. The patient was not experiencing pump stops prior to the evaluation. The patient was symptomatic during the pump stops, but quickly relieved when the pump was restarted. During evaluation, it was noted that it appeared to be damage to the comm a pin 2 preventing insertion of new cables. It was also found that the modular cable that was in use that this time had a bent pin which appeared to correspond but still fully connected to the patient's pump. A third attempt was made with another module cable in hopes of connection but found it could not be connected; thus, the patient was put back on the original modular cable. The current modular cable had cosmetic damage that was covered with rescue tape. The patient lives 8 hours away from the center and was reported to be very pump dependent. The customer was worried they would not be able to replace the cable in an emergency. Per site engineers, it was determined that the female end of one of connections was damaged and the pin cannot engage. There was no plan of care yet. The patient remained on their current equipment despite the bent pin for the patient's safety.